Event description:
It was reported that during routine device change out, the right atrial lead exhibited high threshold. It was also noted that the right ventricular lead exhibited no capture and poor sensing. Programming changes were made. The patient was fine after the procedure and would be followed up.